Event description:
Linear stapler locked up in place on lung tissue.======================manufacturer response for linear cutter, echelon flex 45 (per site reporter).======================manufacturer is sending shipping box for device return.